Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that on (B)(6) 2018, the patient had met with a rep for reprogramming to enable the adaptive stimulation feature. Since that programming session, the patient's controller had been displaying the "settings not available" screen whenever they tried increasing stimulation on group a and on group b. No symptoms were reported. It was noted the ins was only 60% charged the last time they had seen the message. It was reviewed to charge the ins to 100% charge before trying to increase stimulation to see if that resolves the issue. A replacement controller was requested but it was reviewed that the settings not available message is independent of the controller and occurs due to the programmed settings on the ins. They were redirected to the doctor to check the settings on the ins. No further complications were reported or anticipated. Additional information received from the rep reported that high impedances were measured and the rep programmed around the affected electrodes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep did an impedance check and programmed the electrodes that were not red on impedance. The rep said the patient was still having issues with not being able to turn it up and would be getting back to the rep as to when they can meet to be able to troubleshoot more. No further complications were reported or anticipated.

Manufacturer narrative:
Information pertaining to this event was previously reported in regulatory report # 3007566237-2018-02692. Any additional information pertaining to the event will be submitted as a supplemental to this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.